Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. Soclean has reviewed and made improvements to the complaint handling procedure to ensure compliance with FDA regulations. These improvements were recommended because of an internal audit conducted by an external independent regulatory consultant. Soclean opened several capas to remediate the audit findings. Processes were revised to ensure reportable events were correctly identified and submitted to FDA. Per fdas guidance, soclean is now reporting these events, which also includes retrospective items. A CAPA was opened by the company as a result of an independent internal audit that took place in february 2020. CAPA (B)(4) involved a retrospective review of all customer cases to determine if they met the definition of a complaint. There is a portion of complaints that were miscategorized when they were created by customer care and at the time the determination was made that the complaints were not considered health related and/or potentially reportable. Therefore, these devices were not identified as needing functional and visual inspections. Given the scope and size of this retrospective project, it took a significant amount of time to review all of the cases and the devices we not identified timely and are no longer available for testing. Soclean still conducted an inspection of the details surrounding the complaints to the best of our ability and has reported anything that met the definition of reportable.

Event description:
Customer reports a rash on face with md intervention requiring a cream.